Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Customer recognizes the pca/8120 fails plunger force test in calibration. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: calibration. Case resolution: customer identified pca plunger test fails during the preventive maintenance task. ¿ biomed recognizes the pca/8120 fails plunger force test in calibration. ¿ customer does not receive an error code identified in the process. ¿ assisted to isolate source of problematic fault to the logic board for repair/replacement. ¿ customer mentions limited budget (B)(4) for necessary repair costs. ¿ upon request, transferred customer to service coordinator to assist with RMA request.